Manufacturer narrative:
Customer returned product and samples for investigation testing. Testing was performed on an in-house galileo with returned and retention anti-a (murine monoclonal) series 1, lots 101673 and 101674, using known samples and the customer's returned samples. All in-house samples typed as expected in all testing. One customer sample typed as group ab and all other customer samples typed as group a in all testing, as expected. A DHR review for lot 101673 did not reveal any deviations from approved processes in the manufacture of the product. There were no deviations for the lot. The lot met all specifications for in-process and vialed product. The operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a ample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer reported an abo discrepancy on cord blood samples when using the forward grouping assay. Patient 1 was reported as o, rh negative on galileo; customer performed manual testing using a x3 washed sample and tested the sample as a, rh negative. Patient 2 was reported on the galileo as b, rh negative and manual testing yielded ab, rh negative results with x3 washed sample. Customer states they repeated the testing on the galileo x3 and received b negative each time. Repeat testing with both samples on the galileo and by manual tube method using unwashed sample yielded the expected results.